Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user, omsc considered that the reported phenomenon was attributed to the incorrect reprocessing by the user.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during visiting the facility, it was found that the subject device had been reprocessed with an olympus automated endoscope reprocessor model oer-s (not available in the USA). Maf-tm2 is not compatible with reprocessing by oer-s. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.